Event description:
It was reported that the lead exhibited noise. A clavicular crush was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the lead outer insulation was abraded from 43 cm to 44.3 cm from the connector pin. Abrasions are indicative of exposure to constant bending/ friction with another device.